Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately four (4) months after placement due to unknown causes. This MDR is the second of two reports.